Event description:
The healthcare provider reported the patient was hospitalized because the patient was having a lot of pain. The patient fell 3 weeks ago and was having leg problems and gradual increase in pain since then. The patient was on anticoagulants and had a hematoma. The healthcare provider stated that the oral morphine was making the patient sleepy so they requested the patient use their ptm for breakthrough pain. The pump was used to deliver morphine. Interventions and patient outcome not reported. Further follow-up was being conducted to obtain information. If additional information is received a follow-up report will be sent.

Manufacturer narrative:
Concomitant: product ID 8709, serial# (B)(4), implanted: 2009-(B)(6), product type catheter. (B)(4).